Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture at maximum outputs in both the bipolar and unipolar configurations, and high thresholds. The rv lead was confirmed as being dislodged by fluoro during the lead revision procedure. The rv lead remains in use. No patient complications have been reported as a result of this event.